Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was 300 mg/dl on the morning of the call and had gone up to 500 mg/dl by that afternoon. The customer reported treating with a manual insulin injection which lowered his blood glucose level by 100 points. Customer also reported performing a complete set change. Blood glucose level by the time of the call was 400 mg/dl. The customer was unable to complete troubleshooting as he did not have a tubing clamp available. The insulin pump was not replaced or returned for analysis.